Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg, ICD, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the atrial pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that beginning (B)(4) 2014 the atrial pacing impedance measured infinite ohms; increased from trend of approximately 600 ohms. Then beginning (B)(4) 2014 the atrial sensing integrity counts up to 41150.

Event description:
It was reported that the atrial lead had noise and unstable high impedances. Lead fracture was suspected. The lead was capped and not replaced as the patient¿s system was downgraded. No patient complications have been reported as a result of this event.